Event description:
It was reported that the breakers on the 2600 system had to be reset and there were error messages at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The floppy drive assembly was re-seated during the service call. The system was tested and found to be working as intended, and put back into service.